Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the 1st obtuse marginal during index procedure. It is reported that the pt suffered a distal embolism on the same day as index procedure. It is reported that the pt was treated with medication and underwent a thrombectomy and an intra arterial verapamil during index procedure. It is reported that the pt recovered with treatment. Investigation has indicated that the event was possibly related to the study stent. Two endeavor sprint over the wire (otw) drug eluting stents were implanted approximately 4 days later during a staged procedure; one in the (B)(6) and one in the distal rca. At 30 day, 3 month and 6 month follow ups pts worst angina status was reported as I per (B)(6).

Manufacturer narrative:
(B)(4). Eval, results: occlusion.